Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in a patient endovascular treatment of a 95mm in diameter abdominal aortic aneurysm on. Patient had an s-shaped aortic neck, but angulation was within endurant IFU. The proximal aortic neck measured 23 mm to 14 mm in diameter along a 21 mm length. There was calcification in both the right and left iliac arteries. It was reported that the endurant aui was deployed without issue. When physician attempted to recapture the nose cone, the spindle on the delivery system got caught on the stent graft as the physician attempted to pull down the spindle. The physician attempted to pull down the spindle 2-3 more times while slowly turning while pulling down. After being unsuccessful, the physician slowly advanced the delivery system until the tip recapture mechanism was completely outside (proximal) to the stent graft, and then successfully recaptured the tip before removing the delivery system from the patient. Per the physician, the causes of the events are related to the patient¿s anatomy; the ¿s¿ shape of the aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of delivery system removal difficulties could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for review, and the device was not returned for analysis. Pre-implant films revealed that the proximal neck diameter just below the lowest right renal artery measured 23mm, and the neck contained areas of calcification and showed an extremely narrow profile (oval and funnel-shaped) at it coursed distally to the aaa. The neck diameter narrowed down to 24 x 15mm, 24 x 14mm, and 21 x 12mm; from 16 ¿ 28mm below the renal. The amount of neck angulation could not be determined and the reported ¿s-shaped¿ proximal neck also could not be assessed from the single 3d image. It is most likely that the patient¿s challenging neck anatomy contributed to the removal difficulties. Stent graft oversizing also may have contributed. If information is provided in the future, a supplemental report will be issued.